Manufacturer narrative:
Additional information: on 07/17/2009 (through follow-up with the health-care provider), a copy of the operative report was received. Unfortunately, the cause of death remains unknown. On 08/21/2009 (through additional follow-up), it was learned that the date of death was 2006. Patient expired after an implant duration of 0.8 months.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown, it is unknown if the death was device related. No further details were provided. Patient also had a patch implanted.

Manufacturer narrative:
Additional information: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. Device not returned.